Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery. After pre-dilation was performed, a 2.25 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with another 2.25x20mm synergy stent. No patient complications were reported and the patient's status was stable.